Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the device was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.